Manufacturer narrative:
Corrected information: g1: manufacturing site address was updated. The device was manufactured at medical silicon valley b/p #: 3013164176 not #: 2017233 as was reported. G8: the correct information is 3013164176.

Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. Per IFU for aortic extenders: a minimum overlap of 1.6 cm or 2.2 cm is required, offering a maximum of 1.6 cm or 2.2 cm of extension; reportedly, the overlap length of two devices was approximately 10mm. According to the information reported, the disconnection was attributed to not enough overlap length.

Event description:
On (B)(6) 2019, the patient underwent an emergent endovascular treatment of a type b chronic aortic dissection using a conformable gore® tag® conformable thoracic stent graft with active control system (ctag-ac) and a gore® excluder® aaa aortic extender endoprosthesis. Reportedly, the overlap length of two devices was approximately 10mm on (B)(6) 2021, a follow up CT imaging revealed a disconnection between a ctag-ac device and an aortic extender device. A reintervention placing additional stent grafts was performed. The patient tolerated the procedure. It was reported the disconnection was attributed to not enough overlap length.